Event description:
The manufacturer received information alleging the device was auto triggering and the respiratory rate increased. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the final repair of the device. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the device was auto triggering and the respiratory rate increased. The device at the manufacturer's service center and the device failed test steps during testing. The device was recalibrated to address the issues.